Event description:
Event discreption scientific received this pacemaker from a funeral home, three months following the patient's death. Limited information retrieved from the field found that the patient's device was not recently checked at the medical center where he was followed; only the date of death and that the passing occurred at the nursing home. The charts reported that the last telephonic check in april of this year was normal. No known cause of death was communicated to boston scientific and there were no allegations on the patient's system while implanted. Initial device analysis at our reiability assurance laboratory showed the device was unable to be interrogated, did not provide output, and had a corrupted critical memory bank with resets. The device has been forwarded to more detailed analysis for resolution on these observations.

Manufacturer narrative:
Event conclusion the pacemaker was explanted, replaced, and returned for analysis. The reliability assurance laboratory is currently analyzing the pacemaker. Upon completion of the analysis, the event will be updated.